Event description:
Both instruments broke during surgery. The search for another osteotome resulted in a 15-20 minute delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.